Event description:
It was reported that during a routine follow-up, review of the patient's file indicated that on (B)(6) 2010 the atrial lead exhibited noise, loss of capture and a sensing anomaly. The patient's pacemaker was programmed from ddd mode to vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.